Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was over 600 mg/dl. The customer went to the emergency room and subsequently hospitalized in the intensive care unit. They were treated with intravenous fluids of saline and insulin to address bg. The customer was release with the issue resolved and no permanent damage.